Event description:
It was reported that the customer's blood glucose level was 497 mg/dl. He corrected his blood glucose level with a manual injection. The insulin pump was not working. The buttons were unresponsive. He received a button error alarm. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 3004209178-2015-94457 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had no button response due to a flattened act button dome switch. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, a broken belt clip slot and a missing end cap sticker.